Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and the problem was unresolved. The patient was referred to their clinic to further discuss findings and also a cell adapter exchange was recommended. No adverse patient effects were reported. At this time the device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and the problem was unresolved. The patient was referred to their clinic to further discuss findings and also a cell adapter exchange was recommended. At this time the device has been explanted and returned for analysis without additional allegations, after several months of the initial event. No adverse patient effects were reported.